Event description:
It was reported that during an unknown procedure, bleeding was found during dissection after the device was fired on the inferior pulmonary vein. Additional suture (about 3 stitches) was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: do you know what caused the bleeding to occur? -as some staples of the proximal part were malformed, bleeding occurred. How much bleeding occurred? -a little. Was the patient given a blood transfusion or any blood products? -no. At what firing did the bleeding occur? -first. What color cartridge was being used? -white. Was buttressing material being used and if so what kind of buttressing were they using? -no. Were there any unusual noises heard at the time of the firing? -no. Was the device difficult to open and remove from the tissue? -no. If so please explain? -n/a. What is the patient's current condition? -no problem. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.